Event description:
It was reported that there was high left ventricular (lv) lead pacing threshold. The lead was capped and replaced. It was also reported early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Product ID: 419378 implantable pacing lead, implanted: (B)(6) 2004; 6947 implantable tachy lead, implanted: (B)(6) 2004; 5076 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).